Manufacturer narrative:
This case was filed incorrectly, there was no issue with the 861290 heartstart xl+. See report# 3030677-2017-00441 for correct product # and investigation results.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device cannot be used. There was no reported patient involvement.